Event description:
The customer reported that the system's interconnect cable was loose and detached from the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The condition of the interconnect cable plug wiring was verified to be in good condition. The interconnect cable plug assembly was reassembled and tightened. The system was tested and found to be working as intended and put back into service.